Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "downstream occlusion" was not reproduced. The device was tested for downstream occlusion sensor testing and it passed the test with 11.40 psi. A review of the event history log revealed multiple "downstream occlusion" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A review of the service history record identified the device has been previously serviced within the last 12 months for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event.